Manufacturer narrative:
Medtronic continues to investigate the reported event.

Event description:
The device was being used to monitor the blood pressure (nibp) and oxygen saturation (sp02) of a pt when the device reportedly switched itself off. The clinical staff attempted to switch the device back on by cycling the on button, but the device did not respond. Alternative monitoring equipment used. There were no adverse effects to the pt reported as a result of device use.